Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, it was noted that the guidewire was failing to advance into left ventricular (lv) lead. The lead was not used. The physician continued to use another lv lead and completed the procedure. The patient was recovering post-procedure.

Manufacturer narrative:
The reported event of failure to advance the guidewire was confirmed. A complete lead was returned in one piece. The guidewire insertion test could not be performed due to the inner coil damage consistent with procedural damage.